Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the integrated multisensor technology (imt) system should be cleaned. The fse performed a system powerflush and then checked the imt system, which was working properly. The fse ran quality controls and performed a precision test, all of which were within range. The cause of the discordant sodium, chloride, and potassium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result, falsely low chloride result, and falsely elevated potassium result were obtained on one patient sample on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The sample was rerun on the same instrument, and different values were obtained. The sample was then rerun in triplicate on an alternate instrument, and the results matched the rerun results from the dimension vista 1500. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, chloride, and potassium results.